Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain and chronic low back pain. Pump drug information was not reported. It was reported that the patient hadn't used the therapy for over ten years. The patient's previous doctor would not remove the pump, as they did not take the patient's insurance. Per the patient, the pump had become dislodged in the pocket and moved around in her abdomen, causing discomfort. The patient was sent a list of doctors to try to discuss pump removal. The patient was not able to articulate when the problem began.

Manufacturer narrative:
H3. Analysis of the pump determined that the pump reached end of service (eos) based on time progression, as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) indicated that the pump and catheter were explanted on (B)(6) 2025. It was noted that the patient had a pre-operative and post-operative diagnosis of back pain with unspecified back location, unspecified back location, unspecified laterality, and unspecified chronicity.